Event description:
The lay user/patient contacted lifescan alleging the meter's up arrow button does not respond. The issue was not resolved with troubleshooting. There were no allegations of harm or injury.

Manufacturer narrative:
The 510 (k) # is k073231.